Event description:
It was reported that a kink occurred. A left atrial appendage closure procedure was being performed. A watchman access system was positioned in the laa and a watchman laa closure device was deployed. The closure device did not meet release criteria. While performing a full recapture of the closure device, the was bent forward. They were able to complete the recapture without any problems. Both devices were exchanged and another closure device was implanted successfully. There were no patient complications.